Event description:
(B)(4). Initial and additional information received from a physician on 04-sep-2008 and 08-sep-08 and 09-sep-2008: an esthetician staff member from the physician's office reported that a (B)(6) female patient received poly-l-lactic acid (sculptra) lot# and expiration date unknown), indication not reported, on unspecified date or dates. The reporter stated that the patient has a "knot / bump in her face from another physician." The patient "has a pea-sized lump by her eye under cheek bone." It was also stated, she has a "complete lack of results from sculptra." Patient is going to decide whether to have the knot excised or to leave it alone. Medical history was unknown at time of report. Concomitant medications provided as botulinum toxin type a (botox) given at the same time to a different area of her face. Other concomitant medications unknown at time of report. No further medical information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.